Manufacturer narrative:
Concomitant medical products: 0185 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was removed as part of a system extraction for infection. A new system was implanted a few months later. No further patient complications have been reported as a result of this event.